Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve dislodged after it was implanted. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. Based on the cine review, the valve dislodged due to interaction with the delivery catheter system (dcs). The valve was fully deployed while one of the paddles was still attached so there were difficulties detaching from the dcs. A device history record (DHR) review of the dcs is not required as the reported event does not indicate a potential manufacturing issue (i.e., failure to meet manufacturing specifications) or a device quality deficiency. The use of a snare to move the dislodged valve prior to the insertion of the second dcs was confirmed. It was also reported that as the second dcs was attempted to cross the first valve, it became stuck. As seen on the cine, the snare was attached to a crown instead of a paddle which could have contributed to the difficulty in deploying the second valve. The cine review was unable to confirm the dissection. Subsequently, the second valve was implanted and based on the imaging, the valve was implanted while the heart was not moving. It was reported that a pericardial effusion was seen on echocardiogram (not provided for review) but the effusion was confirmed on the provided angiogram. The cause of the pericardial effusion and dissection of the descending aorta could not be conclusively determined. Based on the information received, a relationship between the valve and the pericardial effusion which subsequently lead to patient death could not be established. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. The relevant device is: product ID: enveor-l, lot #0009239806, ubd: 2019-07-16, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutpro-26, serial/lot #: (B)(4), ubd: 04-jul-2019, UDI#: (B)(4). Product analysis: both of the valves remain implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon release, the valve dislodged. The valve was snared up as to not occlude the coronary arteries and a second valve was inserted. As the second valve was attempted to cross, it became stuck with the first valve that was placed in the ascending aorta and the patient began to decompensate. The physician believes the dissection occurred during this movement. The second valve was implanted. Echocardiogram indicated a pericardial effusion. The patient was transferred for open heart surgery. Subsequently. The patient expired. Per the physician, the death was caused by the pericardial effusion which was unable to control. When trying to control the effusion, the descending aorta would begin to dissect.